Manufacturer narrative:
On 5/12/2020, mentor became aware of the following information: the patient's unspecified devices were confirmed to be mentor memorygel breast implant 500cc, catalog# 3505504bc, serial# (B)(6) (left), (B)(6) (right). The patient's reported bilateral breast pain was confirmed to be bilateral capsular contracture, baker grade 3. An updated date of explant was received: (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/27/2020, mentor became aware the following was erroneously omitted from the previously submitted report: section b1. Is adverse event: should have been checked. Section b1. Is product problem: should have been checked. Section b2. Is required intervention: should have been checked . Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unspecified mentor textured gel implants and experienced bilateral breast pain and ruptures post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on an estimated date of (B)(6) 2020 this report is for the left side device.